Event description:
We received an allegation about discrepant results for 1 patient's sample tested with alkaline phosphatase (alp) assay on a cobas 6000 c501 module serial number (B)(6). Compared to a cobas c503 analyzer. On (B)(6)2023: initial result: 360 ui/l 1st repeat result: 257 ui/l. 2nd repeat result: 332 ui/l. 3rd repeat result: 294 ui/l. 4th repeat result: 600 ui/l (tested on a cobas c503). The questionable results were not reported outside the laboratory.

Manufacturer narrative:
Investigation is ongoing. H3 other text : na.